Event description:
It was reported that the device was implanted and explanted in 2008 due to an unk reason. It is unk if the explant was attributed to the device, as no other details were provided.

Manufacturer narrative:
The device was not returned for evaluation.